Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detached. Block h10: the returned sensor wire was analyzed, and upon magnification it was observed that the sleeve was detached from the coil. Also, the polytetrafluoroethylene (ptfe) was peeled in different sections of the device. In addition, the coil jumped at the distal section. No other anomalies were noted with the device. With all the available information, boston scientific concludes that the reported event of ptfe peeled was confirmed. These could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause all these damages on the device. Based on the information available and analysis results, a conclusion code of adverse event related to procedure has been assigned to this investigation.

Event description:
It was reported that during stent implantation procedure, the coating on the tail of the guide wire fell off. The procedure was completed with another same device and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Analysis of the returned device identified a sleeve detached.